Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the alarm was cleared and insulin delivery was resumed. Customer declined to further troubleshoot or performing a system check with tandem technical support. Customer's blood glucose ranged from 153-154 mg/dl.